Event description:
Boston scientific received information that this left ventricular (lv) lead had muscle or pocket stimulation. This lv lead was surgically abandoned. No additional adverse patient effects were reported. This supplemental report is being filed because coding was updated and patient weight was added.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had muscle or pocket stimulation. This lv lead was surgically abandoned. No additional adverse patient effects were reported.